Event description:
Customer reported a physicists discrepancy, x-ray beam sid exceeding 3%. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the 25kv power supply. System operates as intended.